Event description:
A balloon ruptured during a percutaneous transluminal angioplasty. The device has not been returned for evaluation. Therefore, no failure analysis is available. Co's attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about event co cannot determine exact cause fot this event. Co's directions for use state. "Do not exceed normal pressure printed on the product label. Never manipulate catheter with balloon inflated. Integrity of all balloon catheters may be compromised by sharp objects or surfaces. No recommended for use in calcified lesions".

Manufacturer narrative:
H3. Eval summary: this device was returned, evaluated and retained by this MFR. The engineering eval indicated a 7 millimeter burst in the proximal part of the balloon. The nylon brainding at the burst site was overstretched. This device displayed characteristics consistent with overpressurization, overstretched nylon braiding at the burst site which co feels may have contributed to this event. However, as co's attempts to gain further details about the event were unsuccessful, co is unable to determine the cause for this event.